Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations.

Event description:
The article, "transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations", was reviewed. The article presented a retrospective, multicenter study to summarize the experience of performing transcatheter patent ductus arteriosus (pda) closure in infants weighing less than 6 kilograms. Devices included in the study were amplatzer duct occluder, amplatzer vascular plug, and amplatzer piccolo occluder. The article concluded that amplatzer piccolo occluder (apo) is a safe and effective device to treat pda in infants weighing less than 6 kilograms, however, off-label devices are needed in a considerable number of patients. Proper use of off-label devices yields comparable to apo results. [The primary and corresponding author was michal galeczka, department of pediatric cardiology and congenital heart defects, fms in zabrze, medical university of silesia in katowice, silesian center for heart diseases, zabrze, poland, with corresponding email: michalgaleczka@gmail.com]. The time frame of the study was from 2013 to 2023. A total of 45 patients were included in the study, of which all received an abbott device. The average age was 108 days, the average weight was 4.9kg, and the majority gender was female. Comorbidities included patent ductus arteriosus.

Manufacturer narrative:
Summarized patient outcomes/complications of transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations were reported in a research article in a subject population with multiple co-morbidities including patent ductus arteriosus. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: transcatheter closure of patent ductus arteriosus in infants weighing less than 6 kilograms ¿ a two-center experience. Technical considerations.

Event description:
N/a.